Event description:
It was reported that the ventilator stopped while being used on a patient. A technical error indicating disabled valves was displayed. The ventilator was restarted and the technical error code had cleared. The ventilator was then kept on the patient for two more days. The error was not reproducible. There was no report of patient harm. (B)(4).

Manufacturer narrative:
The investigation of the returned control printed-circuit (pc) board has been completed. The returned control printed-circuit (pc) board was installed in a reference ventilator, where several pre-use checks tests were performed with no deviations, nor with a long simulated ventilation of a test-lung. There were found, small crystals on the board indicating a liquid spill had occurred on the board. The device logs confirmed the reported technical error, indicating that the valves were open. The technical errors are due to the spillage. Our conclusion into this matter is, that the cause was that a spillage of liquid had occurred on the circuit boards, which led to a temporarily short-circuit and generated several technical errors. Unexpected spillage/liquid (user error) on the control pc-board may result in a short-circuit and cause a stoppage of ventilation. The device was manufactured in 2010 and has a ingress protection degree due to applicable requirements at that time.

Event description:
(B)(4).